Event description:
It was reported that the patient let it por 3 times. It was further stated that the patient did not like the rechargeable device. It was further reported that the patient had a rechargeable device and it died because the patient wasn't recharging it. It was noted that the device was dead and they couldn't interrogate it so they were not able to get the patient's usage. It was stated that the device was replaced with a non-rechargeable device. Additional information received reported that the rechargeable unit was replaced because the patient was unable to effectively recharge their device. It was stated that manufacturer's representative was unaware of confirmed overdischarges, and couldn't recall any malfunctions of the recharging unit itself. It was reported that the manufacturer's representative believed the doctor determined that the patient's pocket was too deep to recharge when they replaced the unit with the non-rechargeable device. It was stated that the patient was receiving adequate stimulation from the non-rechargeable device.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).